Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered one ignition should light the main lamp, but there are more than 3 to ignite the lamp, a faulty ignitor, a non-original xenon lamp caused damage to the ignition unit, wear, corroded and liquid in suction socket and tube, corroded top cover, chassis, chassis front panel, front shield. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, the main lamp turns off after about 30 minutes of use, and the safety lamp starts working on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was presumed that the spare lamp (emergency lamp) was turned on without the main lamp being turned on due to a defect in the igniter. Additionally, it was also determined that liquid, such as during cleaning, likely entered the tube due to wear or corrosion of s sockets and tubes, or penetrated the tube due to the penetration of liquid into the tube due to the erosion of the sides of the cover into the tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.